Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 20.4-20.8cm from the proximal end of the svc shock coil, consistent with lead friction to the device can. The etfe coating was damaged during explant at this location. Reliability laboratory technician, reliability laboratory technician, st. Jude medical crmd reliability laboratory.